Event description:
It was reported that the 4.0mm hexagonal screwdriver tip broke off during surgery. There was no negative impact to the patient. Reportedly, there was a couple of minutes delay to retrieve another instrument. This is a veterinary case; there was no human patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the cruciform screwdriver with holding sleeve, part number 313.99, was received with 3 of the 4 points of distal tip broken. The pieces were not received. The balance of the device is intact and shows wear. The etchings are worn but legible. This screwdriver is an additional instrument in the mini fragment system and is a multi-use device for inserting screws during plate fixation procedures. The lot number and date of manufacture of the returned screwdriver are unknown. It was received with the distal tip broken. It is broken such that 3 of the 4 points are broken in half and the pieces were not received. The remaining point is slightly bent and twisted. The holding sleeve is in good condition, is attached to the screwdriver, and is functioning. The balance of the device is intact and shows scrapes consistent with the expected wear from use. The complaint condition is confirmed but cannot be replicated since the device was received in the broken state. A review of the current edition of the design drawing was performed. The current design is sufficient for its intended use and the device shows dimensional conformity. The returned condition is consistent with the expected result from excessive force. Therefore, this complaint condition is not the result of a design deficiency and is most likely the result of the method of use. In conclusion, the complaint condition of a broken screwdriver tip is confirmed. The design was found to be sufficient for its intended use when used and maintained as recommended. This complaint condition is not the result of a design deficiency and is most likely the result of excessive force caused by the method of use. The risk assessment adequately addresses the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the tips broke off. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.